Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: a chronic seroma.

Event description:
Physician reported left side "a chronic seroma", "during these 4 and a half years, patient had several cases of enlargement and pain ... Showing accumulation of peri-implant fluid", and "in the last resonance of 4 months ago, capsulitis on the left with peri-implant liquid was evidenced." An MRI confirmed "scattered cysts", "peri-implant fluid", "radial folds", and "capsular enhancement compatible with capsulitis". An ultrasound confirmed ¿intramammary lymph node ... Located in the qsl of the left breast¿. Events of "scattered cysts" and ¿intramammary lymph node ... Located in the qsl of the left breast¿ are not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Patient representative reported left side "intracapsular rupture", "patient got knowledge about the recall¿ and "big physical and psychic suffering, given the enormous dissatisfaction with the outcome of the procedure which made the patient extremely sad¿. Device has been explanted.